Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. The formed needle was inspected for abnormalities that would contribute to bleeding at the infusion site, and the tip was found to be squared off and dull. The inadequate formed needle tip was confirmed to be the cause of the reported bleeding. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.g996usqsegya5 smartphone hardware: sm-g996u cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 254 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for insulin leaking during wear and bleeding at the infusion site. Treatment information was not provided.